Event description:
Country of complaint: (B)(6). Blades broke during ent surgery. Possibility of injury if recurrence.

Manufacturer narrative:
Evaluation: this particular item number is not sold in the united states; however, similar items are. Neither product nor lot number for this complaint is available; however, following manufacturing of this device, a bending test for each batch is carried out. We assume that wrong handling may have caused the breakage.